Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the inner insulation of the lead became extrinsically distorted due to pulling/stretching/ overstress. The distal conductor of the lead was obstructed due to a stylet/guidewire stuck in the lumen. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. The helix of the lead had an out of specification analysis result for extension/retraction due to greater than indicated number of turns to extend. Visual analysis of the lead indicated apparent explant damage. Visual analysis of the lead indicated the lead was stretched. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the right ventricular (rv) lead implant procedure, the lead exhibited low r wave. The rv lead remained in use and revision scheduled for a later date. During the rv lead revision procedure, the lead tip was unable to fully retract back into lead body with approximately 20 turns, due suspected tissue in-growth. The rv lead was removed and replaced with a different lead. No patient complications have been reported as a result of this event.